Manufacturer narrative:
.

Event description:
Procedure: lung wedge resection. According to the reporter: the first stapler fired and properly and cut to the proximal end of cartridge, however, it did not open in a normal way. Operator used another instrument to open the jaw of the stapler. The doctor fired two additional staplers because none of them opened after he fired. The doctor then used an endo grasper to get rid of the products from the tissue and there was about 30 minutes delay because of this problem. No tissue damage and bleeding.